Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart alarm. The customer¿s blood glucose level was 131 mg/dl. The customer reported that they had weak battery alarm and after changing alarm they received unexpected restart alarm. It was reported that they were unable to clear alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc, act,due to unlocked j2 connector on lcd board. Unable to perform any test.the motor was tested outside the device and passed. Insulin pump received with cracked battery tube thread noted.